Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during an unspecified procedure a sheath fracture occurred. The lesion characteristics and lesion location are unknown. The filterwire ez emoblic protection system filter was blocked / stuck inside an unspecified catheter. It was noted that the sheath 'broke' longitudinally in two parts. Another of the same device was used to complete the procedure. No patient complications were noted and the patient's status post-procedure is unknown. Additional information has been requested and is not available.